Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction. The physician found that the belt cuff was not properly connected, was loose and not embracing the bulbar urethra. The physician suspected that was the main reason for malfunction. The physician noticed that the cuff was more like unbuttoned. No complications other than dissatisfaction since the device was not working basically since it was implanted for the first time, but the patient did not follow up with his physician office. A new artificial urinary sphincter was implanted. The patient was stable after surgery and now waiting for the right time to activate the device.

Manufacturer narrative:
H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. There was a tear in the buttonhole approximately 2 mm long. It appears that the tab was not properly placed over the adapter during implantation causing the edges of the backing to not fit into the adapter properly. This probably caused the tear in the buttonhole and the cuff to become unbuttoned (see attached image). No other damage or abnormality was noted, and no leaks were identified in the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there was no device allegation made against the balloon component. The balloon was not functionally tested due to unknown original pressure, and further functional testing did not deem necessary. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing, and performed within product specifications. Product analysis confirmed the reported allegation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction. The physician found that the belt cuff was not properly connected, was loose and not embracing the bulbar urethra. The physician suspected that was the main reason for malfunction. The physician noticed that the cuff was more like unbuttoned. No complications other than dissatisfaction since the device was not working basically since it was implanted for the first time, but the patient did not follow up with his physician office. A new artificial urinary sphincter was implanted. The patient was stable after surgery and now waiting for the right time to activate the device.